Manufacturer narrative:
Investigation of the customer's issue included a review of the complaint text, a search for similar complaints, a review of labeling, review of reagent performance in the field and accuracy testing. Return testing was not completed as returns were not available. Review of complaint activity associated with reagent lot 09200ui00 determined there was normal complaint activity. Review of tracking and trending reports did not identify any related trends for the architect stat high sensitive troponin-I assay. An internal panel was tested with a retained kit of lot 09200ui00. All specifications were met indicating the lot is performing acceptably. Using worldwide field data, the historical performance of lot 09200ui00 was evaluated. The patient median results for the lot was analyzed and found to be within the established limits and confirms no systemic issue for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I, list 3p25, that has a similar product distributed in the us, architect stat high sensitivity troponin-I, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was available.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result. While using an architect i2000sr analzyer. Sample ID (B)(6) generated an initial result of 172 ng/l and multiple retests of 5 and less than 5 ng/l. No impact to patient management was reported.